Manufacturer narrative:
Reporting institution name, health impact grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid section have been corrected/updated in this follow-up report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP pro with an allegation of (throat)cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.